Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered one shock therapy due to noisy signals oversensing, suspected being myopotentials. It was also noted a lower amplitude. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered one shock therapy due to noisy signals oversensing, suspected been myopotentials. It was also noted a lower amplitude. The system remains in service. No adverse patient effects were reported. Additional information received indicates that this s-ICD delivered one more inappropriate electric shock and the physician is considering to replace this s-ICD system. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.